Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting mine out on (B)(6)!') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("hip hurt"), hypoaesthesia ("arm go numb in sleep and hand and feet going numb") and insomnia ("not slept for more than one hour due to hip pain"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the medical device removal, arthralgia, hypoaesthesia and insomnia outcome was unknown. The reporter considered arthralgia, hypoaesthesia, insomnia and medical device removal to be related to essure. The reporter commented: as per social media content- she was started on fibromyalgia medication due to hip pain and arm numbness. Getting out essure on (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: medical device removal, arthralgia, insomnia and hypoesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting mine out on (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("hip hurt"), hypoaesthesia ("arm go numb in sleep and handand feet going numb") and insomnia ("not slept for more than one hour due to hip pain"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the medical device removal, arthralgia, hypoaesthesia and insomnia outcome was unknown. The reporter considered arthralgia, hypoaesthesia, insomnia and medical device removal to be related to essure. The reporter commented: as per social media content- she was started on fibromyalgia medication due to hip pain and arm numbness. Getting out essure on (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: medical device removal, arthralgia, insomnia and hypoesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.